Manufacturer narrative:
H.6. Investigation: no photo or product was returned by the customer. The customer complaint that the tubing is caving in during use, and not flushing properly could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A device history record review for model 20039e lot number 20126090 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20126090 regarding item #20039e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defect/tubing damage with lot #20126090 regarding item #20039e.

Event description:
It was reported bd alaris smartsite extension set was deformed, had flow issues, and was blocked, occluded, or clogged. The following information was provided by the initial reporter: "the tubing is caving in during use, and not flowing properly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, florida, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris smartsite extension set was deformed, had flow issues, and was blocked, occluded, or clogged. The following information was provided by the initial reporter: "the tubing is caving in during use, and not flowing properly."